Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the ipg would not communicate with external devices after a surgery occurred where the patient did not place the device into surgery mode as recommended. Therefore, the ipg became inoperable. Surgery may occur to address the issue.

Manufacturer narrative:
Correction: the method, results, and conclusion codes were corrected.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017..

Event description:
It was reported that surgery occurred to explant and replace the ipg. Therapy was restored post-operatively.

Manufacturer narrative:
The device history record was reviewed to ensure proper labeling. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: the following narrative data should have been provided: the device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.